Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the coagulation function was able to work, however the ablation function failed to work, output shorted error was displayed. The electrode will be sent to the manufacturer for further analysis test. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not received in its original package. Tip is in used condition. Handle assembly is in good condition. Cable and plug are in good condition. Saline residue visible in suction tube. Electrical checks: the device failed the hipot active-return, hipot active-cut return and hipot return-cut return. Functional checks were performed using vapr vue generator gml 3735/3 the device passed the functional tests. The customer stated that 'unable to ablate and could not coagulate'. During testing the device failed all three hipot tests. When activated the device would cause an output short error on ablate mode but would activate correctly on coag mode. From our investigation we were able to confirm a fault with the complaint device, the device failed both electrical and functional testing. No further investigation is possible due to the condition of the device caused by the internal firing event. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. See attachment (vapr tripolar 90 suction elect). The photo investigation revealed that the device is shown in an arthroscopic image of the device's tip, however there is not enough evidence of device's failure. On another photo the generator's display is shown whit the parameters of coagulation and ablation however, no error codes are displayed. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. Based on the investigation findings, there is not enough evidence to provide a root cause for the issue experienced by the customer, the complaint device needs to be physically evaluated in order to determine the reasons for failure. The hands-on analysis will provide sufficient evidence to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during an rotator cuff repair procedure the vapr tripolar 90 suction elect device could not ablate and could not coagulate. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. No additional information was provided.